Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer woke up with the pump making some noise. Customer noticed that the pump was giving a bolus to her and she stated that she did not program a bolus. Customer tried to suspend, but the pump would not and she ended up taking the pump off. Customer was able to take the pump off at 15.3 units, but was not able to suspend the pump. Customer woke up with the pump giving her a total of 25u of insulin. Customer stated that her blood glucose level was 219 mg/dl before she called. Customer stated that she was disconnected and the reservoir was out of the pump. Customer stated that she did not manipulate the reservoir while connected. It was found that there were 2 other times in the bolus history where the pump recorded a bolus that the customer did not program herself. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.